Event description:
The device was returned with no information. The manufacturer's device tracking system reported that the patient expired. No cause of death or relationship of the patient's death to the stimulation therapy was provided. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of report. A follow-up report will be sent when analysis is completed